Manufacturer narrative:
The following devices were also listed in this report: trident psl ha cluster 58mm; cat# 542-11-58g; lot# dn9mdd 6.5 cancellous bone screw 30mm; cat# 2030-6530-1; lot# 5drmnd. 6.5 cancellous bone screw 30mm; cat# 2030-6530-1; lot# xevmld. 6.5 cancellous bone screw 20mm; cat# 2030-6520-1; lot# 1ydmhd. Trident x3 elevated rim 36mm ID; cat# 643-00-36g; lot# ehkmta. Accolade 132 size 4.5; cat# 6020-4535; lot# 19181202. It cannot be determined which, if any of these devices may have caused or contributed to the patients experience. An event regarding pain involving a lfit v40 cocr head that was mated with an accolade stem. The event was not confirmed. Method & results: device evaluation and results: not performed as product remains implanted. Clinician review: a review of the provided medical records by a clinical consultant indicated: -x-rays dated (B)(6) 2019 are multiple views of the left hip with no change in the total hip arthroplasty components, but brooker IV heterotopic ossification is noted. There is no documented follow-up between (B)(6) 2008 and presentation on (B)(6) 2019, when x-rays noted ¿advanced osteoarthritis of the right hip and a left total hip arthroplasty with medial and lateral heterotopic ossification with femoral acetabular bridging¿ the alleged pain in the left hip, which was not documented, could relate to the advanced heterotopic ossification noted. Device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusions the subject device has been identified to be within scope of nc and CAPA. Lot specific voluntary recall ra 2016-028 was initiated for the lfit v40 cocr heads within scope of nc and CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analyses identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired. No further investigation is required.

Event description:
This pi is for pain after revision: patient called stated he had a left hip replacement done on (B)(6) 2007. He stated he had a dislocation a few days after his surgery, and was revised on (B)(6) 2007. Patient did not specify if the head came out of the liner or the liner came out of the shell. He reported that he is currently feeling pain and discomfort and would like to know if his implants are part of a recall.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. Lot specific voluntary recall was initiated for the lfit v40 cocr heads within scope of a CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analysis identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired. Device evaluated by manufacturer? Not returned to the manufacturer.

Event description:
This pi is for pain after revision: patient called stated he had a left hip replacement done on (B)(6) 2007. He stated he had a dislocation a few days after his surgery, and was revised on (B)(6) 2007. Patient did not specify if the head came out of the liner or the liner came out of the shell. He reported that he is currently feeling pain and discomfort and would like to know if his implants are part of a recall.